Manufacturer narrative:
Final device analysis of the extension revealed the following: no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4): product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the impedance measurements on the patient's extension were all over 40,000 ohms. It was stated there was damage detected when the "lead" was removed. Reportedly, the lead could not fully be connected with the extension and it was stated there was a completely dissolved connector screw and no connection was possible. It was stated the extensions were exchanged and the last three "leadpole" were over 10 ,000 ohms. It was noted the lead was not explanted and there were no patient symptoms or injuries related to this event. It was reported the patient's device was reprogrammed. It was later reported the patient was doing well and there was no programming of the "broken pole." It was stated therapy was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.